Event description:
It was reported by the customer post implant the realize band, a pickle became lodged in her esophagus. Consequently, she experienced vomiting. (B)(6) 2012, one cc was removed. A week later another .9 cc was removed as the issue had not resolved. The esophagus was dilated. The patient states the issue has been resolved.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Device remains implanted.